Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead moved radiographically post suture. The consultant accepted the position and the lead remains in use. No patient complications have been reported as a result of this event.